Event description:
The company was notified that the patient developed a rash on her arm and neck on the side of her implanted device after implantation. The patient has been taking antibiotics (type unknown) and the patient's mother considers it a possible cause for the rash. It was communicated to the patient's mother that the devices are made of biocompatible materials (ceramic and titanium) and that allergic reactions are possible, but extremely rare and typically localized near the implant site. Advanced bionics is in the process of gathering additional information.